Manufacturer narrative:
T:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 110-180 mg/dl, and the meter bg reading was 70-120 mg/dl. Customer performed calibrations when there was no bg value displayed on the cgm home screen. Reportedly, the customer delivered a bolus based off the inaccurate cgm readings and customer's bg level dropped to 50-60 mg/dl. Customer addressed bg levels with glucose tablets and juice. Customer performed calibrations and cgm readings became accurate.